Manufacturer narrative:
Additional information: visual inspection of the photo provided by the customer was performed by a certified operator and a subject matter expert (sme) in anasco puerto rico. The sme determined that the lens was within standards. Therefore, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable. The lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after preparation as per the directions for use (dfu) the intraocular lens (iol) was implanted into the eye. The surgeon then saw a little scratch on the lens in the top left corner. The surgeon expects that the patient will not have trouble with it as the scratches are on the edge of the lens. The patient status was unknown. The event does not significantly affect daily activities. There was no vitrectomy, incision enlargement, or sutures required. The lens remains implanted. No additional information was provided to johnson & johnson surgical vision.